Event description:
The pt experienced exertional dyspnea and paravalvular leak was observed. At explant, annular calcification was noted at the area of the paravalvular leak. Translated operative reports will be forwarded.